Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of no image and scope communication error b30 occurred due to component failure of the device whereas a definitive cause for the reported event of foreign material in the light guide rod lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the light guide rod lens, no image and scope communication error b30. There was no patient involvement.